Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which a no flow was observed between the unknown secondary set and the continu-flo solution set. According to the report, the clearlink could be flushed with a syringe, but would not allow flow between the secondary and the primary set. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.